Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported by the customer to the getinge field service engineer (gfse) during routine scheduled maintenance, that the cardiosave intra-aortic balloon pump (iabp) printer is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.